Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge cutting on a laparoscopic pneumothorax surgery, the device burst nails and one can not be fired. They had to manually suture to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge cutting on a laparoscopic pneumothorax surgery, the device burst nails and one can not be fired. They had to manually suture to complete the case.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of two of the returned products noted that the loading units were fully fired. The clamping mechanisms were deformed. The loading units anvils were bowed. Visual examination of one staple cartridge noted that the loading unit was pre-fired and engaged in interlock. The jaws of the loading unit were open. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and deformed anvil clamping mechanism may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be g iven to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released a fter pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damages was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.